Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure has been indicated due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.